Event description:
During a rotator cuff case there was a burning smell and then the unit stopped working. The surgeon had to perform an open procedure due to the bicep tendon being retracted. There was a 45-minute delay while waiting for the sales rep to deliver a control unit. Case was completed without complications.